Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because the condyle had broken off of the femoral component and was ¿free floating¿ in the joint and rubbing excessively on the tibial insert. The surgeon would like to know why the femoral condyle broke off of the implant.

Manufacturer narrative:
(B)(4). Investigation summary: the received device was forwarded to depuy material science for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number (1169421). Device history lot : product code 960005, lot number 1169421. Device history review: DHR review. Product code 960005, work order 860005 was manufactured on 29 jan 2004. (B)(4) parts were manufactured per specification and casting was issued from foundry work order (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.